Manufacturer narrative:
The pump passed the displacement test however, the pump was unable to prime during the prime test due to faulty fsr (gold). Unable to perform the occlusion test, basic occlusion test, and excessive no delivery test or verify motor error alarm due to prime/fill anomaly. The motor was tested outside to the device and passed.

Event description:
Lt was reported that the insulin pump had motor error. The customer¿s blood glucose level was 8.5 mmol/l at the time of the incident. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.